Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3740sp-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage of the device. Visual inspection noted that the tip of the device is broken off and was not returned. The most likely cause is attributed to misuse/use error due to excessive force. Per the directions for use (dfu): dfu-0054-eo, bio-fastak, fastak¿, suturetak® and fibertak® suture anchors, g.precautions "5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process."

Event description:
On 10/27/2025, a sales representative reported via email that one of the fork-like tips on the ar-3740sp-1 double loaded knotless knee fibertak inserter was missing when the insertion handle was removed. This was discovered during a let procedure on (B)(6) 2025. Additional information was received on 10/30/2025: the anchor remained in the patient following the procedure. A single prong from the tip of the anchor inserter also remained inside the patient. Despite this, the case was completed as planned without any complications or delays using a new ar-3740sp-1 double loaded knotless knee fibertak. There was no delay in surgery, and no additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.